Manufacturer narrative:
Aubrey jm, kolbeinsson hm, attanayake p, et al. Functional outcomes complications of hepatic artery infusion pumps by device manufacturer. Hpb. Published online 2024. Doi:10.1016/j.hpb.2024.07.404 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Aubrey jm, kolbeinsson hm, attanayake p, et al. Functional outcomes complications of hepatic artery infusion pumps by device manufacturer. Hpb. Published online 2024. Doi:10.1016/j.hpb.2024.07.404 reported events: three cases of surgical site infections at the pump pocket were reported in patient's receiving hepatic artery infusion chemotherapy via an implantable pump.